Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken and contaminated. Analysis also found the upper case was dented and contaminated, lower case was contaminated, side bail covers were broken, battery contacts were compressed, the ring bail was bent, and the serial number label and keyboard were torn. (B)(4).